Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test due to button error alarm and no button response. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and missing end cap sticker. (B)(4).

Event description:
It was reported that the customer had been hospitalized due to high blood glucose. The customer was unsure of their blood glucose level at the time of the hospitalization; they stated it was possibly 525 mg/dl. The customer stated that the high blood glucose was due to the malfunctioning insulin pump; the device had alarmed button error and the keypad was unresponsive. The customer stated that usually they would remove the battery for one day and the device would resume, but at the time of the abovementioned incident, the insulin pump had not resumed function for four days. The customer had been on manual injections. At the time of the hospitalization the customer had high blood glucose, colitis, ulcer, and umbilical cord hernias. The customer was wearing the insulin pump at the time of the hospitalization. There was a closed circle sign on the screen of the insulin pump, which meant that insulin had sopped. Nothing further was reported.